Event description:
The rptr stated that the transducers snap off between the stopcock and the blue plate. This has resulted in incidents of bleeding from the break and delayed transport time. No further info was available. No pt injury was reported.